Event description:
A 1/4 inch reamer with jacobs chuck was sent for eval because a crack was noted on the device prior to a procedure. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
A chipped drive shaft was also noted during the eval of the device.